Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. The unit was analyzed and the 32100 error was found indicating fault on the usm ac hardware current/voltage monitoring error, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the direction test was found to be failing on the acm. Once testing was completed, the ac was aba tested and was verified to be the source of the fault.the complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the arm had repeated recoverable 32100 errors between procedures. The tse determined the errors were originating from arm 3 and attempted troubleshooting by powering down the entire system and performing an emergency power off (epo) to the patient-side cart. After the restart, the system still faulted with a 32100 error on universal surgical manipulator (usm) 3, and usm 3 was then disabled to allow continued use of the system. The procedure was completing as planned with no reported injury.